Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the display was erratic. When the lid was off, it went blank and glitched. It had erratic temperature readings. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9. Date returned to mfg: 08-oct-2024. H6. Medical device problem codes: corrected. H6. Component code: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was in good physical condition. Filled the reservoir with water and turned the power on for 30 minutes. The lcd (liquid crystal display) is erratic, due to the pcb (printed circuit board) being defective. The customer's complaint was verified. No actions taken due to the demand, condition, and age of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.